Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported it is charging better for whatever reason. The issue is resolved for now.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Pt reports having 'so much trouble trying to get it (ins) to charge' over the last three weeks. The caller states that no matter what they do, the controller cannot find the device. The caller states they get '98%' but cant connect at all. The caller states today they have been trying for an hour. Agent inquired about the 98% statement and the caller confirmed that the screen they are seeing is the three sets of numbers indicating passive charge. The caller states the last three times they have charged they have seen this and noted that they did passive charge today three times, approx. Thirty minutes. Agent reviewed that if the issue they are having is not being able to emerge from passive charge, they will need to bring their externals to the managing doctor's office and work with a manufacturer representative (rep) to try to resolve the issue (disable the device). Agent advised the caller that the issue would be documented if the doctor/rep needed to call for info on the pt's issue. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported it is taking longer to recharge and it is hard to get started. They reported they took the cover off the belt. The stated they left voicemail's at their healthcare provider (hcp) office with no response. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient again reported that they called twice and left voicemail at their healthcare provider (hcp) office with no response. The patient noted that charging worked last week after one hour of trying, however the issue was not resolved.